Event description:
Reported as "leaking at buckle. Lap band replaced with access port remaining implanted".

Manufacturer narrative:
The access port associated with this port will not be returned as only the lap band and not the access port was explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the device returned noted surgical-like damage to the shell and ring and buckle band, as well as damage to the band tubing. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."